Event description:
This is 1 of 3 MDR's filed for similar events in one dialysis unit. The facility reports that one hour into hemodialysis treatment a leak was noticed at connection between transducer protector and the monitor line luer connector. Due to potential contamination the blood volume in extracorporeal circuit was discarded resulting in ebl=200cc. Medisystems clinical staff contacted unit and nurse mgr was informed that bloodline instructions for use state "ensure all connections are secure. All connections must be checked carefully for leaks before and regularly during dialysis". No pt injury or need for medical intervention is reported. MDR is filed for 200cc blood loss only.